Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl at time of incident and current blood glucose 533 mg/dl. The customer¿s blood glucose level was 400mg/dl. The customer was treated with manual injection. The customer does not allege pump was under delivering. The customer reported that the insulin pump had failed battery alarm and pump error. The customer was unable to troubleshoot of pump error. The insulin pump will not be returned for analysis.